Event description:
During an internal investigation or aortic cutter on a porcine aorta, the cutter caused no scoring. There was no pt involvement. This report is submitted because the failure, will not cut, is a reportable malfunction.